Event description:
The physician was attempting to inflate a 3.25mm diameter x 15mm length nc sprinter sprint rapid exchange (rx) balloon dilatation catheter to treat a lesion in a patient. It was reported that there was 80% stenosis, and located in the anterior descending artery. The lesion was pre-dilated using a non-medtronic balloon and then an non-medtronic stent was implanted. It was reported that the nc balloon was being used to post dilate the stent but the balloon burst. The balloon was removed from the patient. It was reported that there was no health hazard to patient after the procedure.

Manufacturer narrative:
Results: balloon was been used to post-dilate stent, vessel morphology, no device received for evaluation. Conclusions: vessel morphology, balloon was been used to post-dilate stent. (B)(4).

Manufacturer narrative:
Evaluation, results: (guidewire was not provided for evaluation so root cause could not be determined). (B)(4).

Event description:
Evaluation summary: initial mandrel movement. The distal tip was damaged and deformed . The guide wire entry port, distal outer and inner shafts were torn with a shatter mark effect 2.5mm distally along the shaft. The damage to the distal shafts was consistent with the guide wire ripping through the inner and outer lumen as the device was advanced and/or retracted along the guide wire. There was congealed blood present in the inflation lumen and balloon indicating a leak. Negative purge confirmed the presence of a leak. A leak was located distal to the guide wire entry port where the shafts were ripped.